Manufacturer narrative:
Insulin pump was received with scratched lcd window. Device passed displacement test, rewind, basic occlusion, occlusion, prime/compromised force sensor system and no delivery tests. No unexpected low reservoir alarm noted. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer's mother reported via phone call that the customer was having high blood glucose. Customer's blood glucose was 436 mg/dl. Device had scratches on the lcd screen cover. Customer declined troubleshooting. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.